Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There are no patient complications and patient was in good condition post procedure.